Event description:
Boston scientific received information that this patient, who has this cardiac resynchronization therapy defibrillator (crt-d), developed a fever, leukocytosis, and a methicillin-resistant staphylococcus aureus (mrsa). Antibiotics were given to the patient to treat the mrsa infection. This was suspected to be due to patient condition, and not related to device malfunction. There were no additional adverse patient effects reported.

Manufacturer narrative:
Received additional information that this crt-d was surgically abandoned. There is no intended return of this product. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
This crt-d remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.